Event description:
Clinical study: it was reported that during a percutaneous transluminal coronary (ptca) treatment procedure, a balloon rupture and subsequent pt death occurred. Within 1276 days post the study index procedure, the pt entered the hospital with cardiac decompensation. An angiogram on day 1280 revealed good results in the existing stents located in the left anterior descending (lad) artery, right coronary artery (rca), and right circumflex (rcx) artery. On day 1289, a second angiography revealed a 100% stenosis in the central and distal lad. During the angiogram, the pt had a myocardial infarction (mi) with inferior and anterolateral st segment elevations. The pt required intubation and resuscitation for over 5 minutes. The pt's condition stabilized with high-dose catecholamines. The pt then underwent a ptca but there was a difficult recanalization of the lad using an unknown support catheter. Repeated ptca was performed using an unspecified maverick balloon in the distal stent and in the native vessel between both stents and a balloon rupture occurred with an extravasation of contrast medium. A covered stent could not be implanted. The mid lad was treated with a 3.0 x 19 mm non bsc stent. Following the difficult recanalization and a "no reflow phenomenon" an intra aortic balloon pump was implanted. Emergency surgery was ruled out due to the age of the pt and high comorbidity. The pt expired later that day. The autopsy report indicated "microscopic evidence of a fresh thrombus blocking 80% of the lumen" in the lad. The autopsy report listed the cause of death as an acute anterior wall infarction secondary to "condition post stent implantation", coronary artery sclerosis with stenosis", and "condition post the implantation of a pacemaker".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.